Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the head of the device would not snap on to the stem and stay connected. The patient was having a procedure to treat a triad injury-a radial head fracture, elbow dislocation and coronoid fracture. The procedure was prolonged by 15 minutes. A replacement part was provided promptly by the sales representative. There were no adverse consequences for the patient. The device is available for evaluation.